Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 10-nov-2025. Investigation summary : bd received 144 samples and 5 photos for investigation. The customer photos show a device with blood leakage in the holder and on the guards of the tubes used for collection. Ten of the returned samples were randomly selected and subjected to functional tests, with all samples passing as there was no evidence of side pierced sleeves, poor sleeve recovery, sleeve fall off, or sleeve leakage. Additionally, 10 retained samples were subjected to functional tests, and all samples passed with no evidence of side pierced sleeves, poor sleeve recovery, sleeve fall off, or sleeve leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, sleeve leakage occurred with two (2) units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter addr 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, sleeve leakage occurred with two (2) units. No adverse impact was reported regarding the patient or user.